Manufacturer narrative:
E1 - initial reporter: (B)(6). E1 - event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the fse that during repair of the cardiosave intra-aortic balloon pump (iabp), the tried power board was not operating as expected. The unit would not power off until the fse removed both batteries. After putting the batteries back in the unit, it immediately powered back up again. The power switch would show the light, but had no control of the unit. The part was replaced with a different power board on hand for completion of the repairs in the other complaint and the unit passed all functional and safety tests to manufacturer specifications. There was no patient involvement and no harm reported.